Event description:
Customer reports: a female having CT neck and chest with contrast for neck pain. IV access was 22ga intercath. Optiray 320 100ml prefilled syringe (lot number unk) was injected through IV access device. No contrast seen on scan images, radiologist called to evaluate patient. The patient stated tightness in upper arm. Radiologist determined that contrast media had infiltrated between mid arm and shoulder. Volume approx 100ml. Patient observed for approximately 30 minutes, then discharged with no further ade. Follow up on saturday by customer found patient doing very well with no further complications.

Manufacturer narrative:
Liebel flarsheim field service engineer report, fse visited site and verified that the optivantage dh injector system was functioning correctly. Pressure/rate and pressure limiting is working per service manual section 4.2.9 and 4.2.10. Injector system returned to full service by the customer.